Event description:
It was reported that a patient underwent a procedure with a c3 navigational variable lasso catheter and a bad / no ECG all channels (bs and ic) issue occurred. It was originally reported that a few signals had noise therefore the catheter was replaced. The procedure was completed without patient consequence. Upon request, additional information was provided on the event on (B)(4) 2014. The noise was observed on all body surface and intracardiac signals on both the carto system and the recording system. The temperature was usually set at 48 celsius when the noise was seen. This event was originally considered not reportable. However, bwi became aware of additional information providing the severity of the noise on all the signals on both the carto system and the recording system on (B)(4) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on september 23, 2014. (B)(4) it was originally reported that a few signals had noise therefore the catheter was replaced. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. The noise was observed on all body surface and intracardiac signals on both the carto system and the recording system. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.